Event description:
Boston scientific crm received information that after the implant procedure of this implantable cardioverter defibrillator (ICD), this patient experienced a pneumothorax. There were no other adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available this report will be updated.